Event description:
The reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens in the patient's left eye (os), but was unable to position the icl in the eye due to floppy iris syndrome. The icl was torn when removed within the same surgery with no patient injury. The surgeon did not implant another lens. The reporter stated the event was due to the patient condition, the patient had an abnormal iris, and was not lens related.

Manufacturer narrative:
No product malfunction - evaluation: results: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to the patient condition. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.